Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The shell and liner were returned for evaluation. Visual inspection on the poly liner identified the rim was fractured and gouged. The polar boss of the liner was worn off likely resulting in liner to shift away from cup and head getting in contact with the shell. Device history review (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00620205421, trabecular metal modular cup, 62585838. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06842.

Event description:
It was reported that the patient's left hip was revised approximately three years post-implantation due to pain, breakage, and audible noise. It was noted that the patient had metallosis present due to shell rim wear. No additional patient consequences were reported.